Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin delivery interruption associated with occlusion alarms while using the ilet with a steel contact detach infusion set, resulting in hyperglycemia that persisted for several hours and only resolved after full supply changes including cartridge and tubing priming to visible drops, followed by resumption of delivery and continued monitoring. Symptoms included blurred vision and dizziness consistent with hyperglycemia. Outcomes included elevated blood glucose with a peak of 505 mg/dl and no hospitalization or professional medical intervention. Investigation included troubleshooting and education, review of alarms, and guided replacement of infusion set, cartridge, and tubing with confirmation of flow prior to reconnecting. Investigation of this case revealed an occlusion of insulin flow through the infusion set and associated disposable pathway that was resolved with supply replacement and proper priming. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion due to disposable component or use-related factors.